Event description:
Reportedly, a 23mm valve was explanted after an implant duration of 3.80 months due to aortic regurgitation. The customer reported that a magna 3000 was implanted to correct aortic regurgitation (ar) on (B)(6) 2011. A physio ii ring was also implanted for mitral valvuloplasty (mvp) during the same operation. The customer commented that there were no problems at the implant. On (B)(6) 2012, both devices were explanted due to infection. The customer commented that a decent amount of vegetation was observed on the inflow aspect (left ventricle side) of aortic valve, anterior leaflet of mitral valve and the mitral ring after an implant duration of a little over three months at the time of explant. Perforation was found on the anterior leaflet of mitral valve and the mitral ring was found to be detached.

Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The customer is not returning the device due to infection. However, the source and type of infection have not been disclosed. Additionally, the customer commented that this explant was not device related. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.